Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic operating console rebooted suddenly after restart with system message (sm). After restart the 'restart button' appeared and it improved. The surgery was completed. Procedure details are unknown and there are no reports of patient harm.

Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. To resolve the issue, the company service representative cleaned the contacts in the host module. How or when these wear/reliability issues occurred cannot be determined conclusively. Unrelated to the reported event, the lithium battery and solenoid spacer were replaced. The system was then tested and met product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal wear/reliability issues within the system, specifically the electrical contacts within the host module that monitor footswitch connection. How or when these wear/reliability issues occurred cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).